Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd" connector luer lock c35j there was black foreign matter on the "root" of the device. There was no report of injury or medical intervention.

Manufacturer narrative:
The initial MDR reported an investigation would be carried out. The investigation found that the problem is not with a bd product. Bdj received investigation report from (B)(4) and the fm was on between stopcock and c35. Assembly of stopcock and c35 is performed by (B)(4). Therefore the it was identified that there is no bd fault on this complaint.

Event description:
It was reported before use of the bd" connector luer lock c35j there was black foreign matter on the "root" of the device. There was no report of injury or medical intervention.